Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station failed to power on. A field service engineer (fse) identified that due to drawer failure system exhibited a power failure. Fse replaced the full height drawer and module controller but still crowbar. Fse then replaced the drawer board to resolve the issue. Fse performed preventive maintenance, replaced the battery and old-style latch inseparable on drawer 5 and 6 and also replaced the sheared of latch catch screw in drawer 5. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station did not power on despite all cables being checked and showed no display or activity and appeared offline in remote support service. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.